Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was 449mg/dl. A supply change was performed to resolve the occlusion alarms. As the supplies in use during the occlusion alarms were no longer on the pump, no troubleshooting could be performed to determine a possible cause of the occlusion alarms. Reportedly, the customer continued to use the pump and used manual injections for insulin therapy.